Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) had a previous battery voltage of 3.19 in april and was now 3.0 volts with a charge time of 6 - 6.4 seconds. The device was programmed to sensing and pacing in the ventricle and no therapy has been delivered. A guidant technical services (ts) consultant discussed that there is no advisory regarding this model/device and recommended a memeory dump for analysis.